Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2024 and suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/19/2024. H6: component code: g07002 - no device problem found. H6: component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One strand in two sections outside its packaging was received for analysis. The product code is w8706. The product code is double armed. Additionally, a photo was provided, and it showed the strand inside the overwrap packet. During the initial inspection of the sample, no breakage suture was observed. But the ends were noted to be cut probably caused by a surgical instrument. Wavy was also observed in both sutures and damage (crushed). As per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.